Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage.

Event description:
Consumer reported complaint for e-0 results. The customer is concerned with e-0 result. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. At time of call, the customer states she does not feel well and reports feeling tired. Customer denies need for medical attention at time of call. At call back on (B)(6) 2016 customer states she was hospitalized on (B)(6) 2016 and was given IV fluids. Diagnosis from medical facility was dehydration and vertigo. Customer states she had an x-ray done and everything was clear. New medication was suggested by healthcare professional of meclizine 25mg for vertigo. Customer states she does not remember the blood glucose test result when at hospital. Customer left hospital on (B)(6) 2016. The product is not stored according to specification and is being stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016.